Event description:
It was reported that the patient was having dizziness. The lead had intermittent loss of capture. Ventricular capture management showed variable thresholds. The device was reprogrammed. Both the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.